Manufacturer narrative:
(B)(4) for the evaluation findings of oversheath cut. A visual examination found that the device returned with a kink in the control wire and the blue sheath grip detached from the oversheath. The clip assembly returned inside the oversheath. Functionally, once the oversheath was pulled back by hand, the clip assembly was able to be actuated and deployed with two distinctive clicks being heard. However, the prongs, which were found to be bent, opened approximately 7 mm. Additionally, approximately 1/2 of the oversheath's distal end was cut off and not returned for analysis. The reported event of clip broke was not able to be confirmed as the condition of the returned incident device showed no evidence of the alleged issue. However, the evaluation revealed that approximately 1/2 of the oversheath distal end was cut away. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure within the stomach. According to the complainant, during the procedure, "the plastic casing at the end of the clip detached and fell into the patient"s stomach". Reportedly, the detached segment was not able to be retrieved. The case was completed with another resolution clip device. Follow-up was received which revealed that the device looked intact and no missing plastic piece was visible. No patient complications resulted from this event. This event has been deemed reportable based on the investigation results; the oversheath was cut.